Event description:
The customer obtained a non-reproducible higher than expected vitros trop I es result (0.134 ng/ml) from a single patient sample run on the vitros 5600 integrated system. The higher than expected result was initially reported out of the laboratory, however a corrected report (< 0.012 ng/ml) was issued upon repeat testing of the sample. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible higher than expected vitros trop I es result was obtained from a single patient sample run on the vitros 5600 integrated system. There was no evidence of a reagent malfunction based on acceptable vitros trop I es quality control results obtained near the time frame of the event. The patient sample was not processed in accordance with the tube manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive root cause could not be determined. However, pre-analytical sample processing cannot be ruled out as a potential contributing factor. The root cause of this event is unknown.